Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) female patient contacted zoll customer support to report a rash. She reported that the rash started out itchy, then turned puffy, and is now like a sore that is coming open. The pt reports changing her garments every day and using unscented lotion on the electrodes. Zoll customer support advised the pt that she can remove the lifevest for up to an hour per day to allow for her skin to dry after bathing. No additional follow-up on the patient's skin condition.

Manufacturer narrative:
Device evaluation summary: biocompatibility test to iso 10993 was successfully completed on skin-contacting surface of the lifevest device as well as the blue defibrillation gel.